Manufacturer narrative:
The device was not returned for evaluation. A review of the production record and complaint handling system of the reported lot could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. It was reported that the physician believes the scrub technician pulled negative pressure on the stent delivery system prior to moving and positioning the stent delivery system into position within the patient's vessel. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) specifies: when introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. In this case, it is unknown if the IFU deviation contributed to the reported dislodgement. A conclusive cause for the reported stent dislodgement could not be determined. In this case, it is possible that interaction with the tortuous anatomy may have contributed to the reported stent dislodgement; however, this cannot be confirmed. The reported patient effect of ischemia is listed in the eifu as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily tortuous lesion in the proximal left anterior descending artery. The 3.50x38mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion with a guide extension. Once the sds was distal to the lesion, the guide extension was pulled back into the guiding catheter. The sds was pulled back for positioning and then it was noticed that the stent had dislodged off the balloon and was free floating in the vessel. The physician believes the scrub technician pulled negative on the stent delivery system prior to moving and positioning the sds into position within the patient's vessel. It is thought that the stent got stuck in the tortuosity and stripped off the balloon. The patient was not getting sufficient blood flow and thus an impella device was put in during the procedure to better support the patient. A guide wire was advanced through the dislodged stent, and then a coronary balloon was advanced over the guidewire to dilate and expand the stent successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A partial UDI was provided as the lot number is not known. Medical device problem code 2017 clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.